Event description:
It was reported, during an initial implant procedure, upon connecting the right ventricular (rv) lead, no sensing was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. The cause of the reported event was isolated to the over torqued inner coil inside the connector ring. Visual and x-ray examination did not find any other anomalies.